Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. The receiver was returned for evaluation. The following were performed: external visual inspection, internal visual inspection, receiver charge and boot, and pairing test, pairing/calibration/performance/range test, and the data file was reviewed. The reported allegation was not confirmed. The complaint could not be reproduced with the returned device. The probable cause could not be determined post investigation. No additional event or patient information is available.